Event description:
It was reported the pt (B)(6) is experiencing pain at the ipg site and is contemplating explant of the therapy system as a result. According to the pt, the area in question is painful to the touch, and it feels as if the ipg is rubbing against her clavicle. Despite this issue, the pt is said to be receiving effective stimulation in the needed target area (neck), but reports pain in her hands. The treating physician has prescribed medication to address the ipg site pain and has order blood test to assess for infection.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.